Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08660 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with multiple test boluses. The test boluses delivered properly with water exiting the infusion set. No bolus anomaly or basal anomaly noted during testing. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer¿s blood glucose level was 382 mg/dl. The customer did experience any symptoms such as nausea. Troubleshooting was declined by the customer for high blood glucose. The customer was treated with insulin syringe high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. The insulin pump will be returned for analysis.